Event description:
The pump was returned for investigation. Investigation revealed a display issue, keypad damage and response issue, and case damage issue. This report is made based on results of the investigation performed on 05/06/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 05/06/2014 with the following findings:a portion of the keypad was found to be missing. Evaluation revealed the down keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. The down button contact was found to be inverted. Investigation revealed that the display screen was dim and discolored. A battery compartment crack was observed during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.